Event description:
Consumer complaint of high blood result (271mg/dl). Control test result was in range. Caller does not trust the product. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report #(B)(4).